Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple power cable disconnect alarms over a one week period starting on (B)(6) 2023. The patient was able to confirm that they were making good connections when exchanging power sources. The alarms occurred when they were connected to batteries and as well as when they were connected to a mobile power unit (mpu). The patient stated that the alarm most occured in relation to the white power lead. Upon inspection in the clinic, all pins on the white power lead were found to be intact; there was a minor cut to the outer coating of the white power lead, but no obvious internal damage. Upon manipulating the lead, the alarm was triggered. Additionally, the black power lead also displayed no connection which activated the backup battery. The controller was exchanged on (B)(6) 2023 during the patient's clinic visit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The system controller exchange resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms and a minor cut on the white power cable was confirmed via evaluation. A review of event log files contained data spanning approximately 2 days (21sep2023, 02oct2023 per timestamp). Throughout the entirety of the log files, while connected to battery power, intermittent power cable disconnect alarms activated due to fluctuations of the relative state of charge (rsoc) and bus voltage associated with the white power cable being outside the expected voltage range. In addition, throughout the entirety of the log files, while connected to the mobile power unit (mpu) or power module, intermittent low power advisory, power cable disconnect, and no external power alarms were active. The alarms activated due to the rsoc and bus voltage, associated with both power cables, simultaneously fluctuating, or dropping to 0 volts. Pump operation was not affected. The heartmate 3 system controller (s/n: (B)(6)) was returned and a cut on the white power cable was observed. During testing, low battery and no external power alarms were observed on the controller, while manipulating the white power cable. The white power cable did not pass continuity and insulation testing. The negative power lines (black and black/white wires) and positive power lines (green and clear wires) were shorting to each other. The power cable was cut open and under the location of the jacket cut, damage was found on the black, black/white, green, and clear wires. The power cables were replaced with test power cables in order to continue evaluation. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for an extended period of time. A root cause for the alarms was determined to be due to the electrical damage to the wires within the white power cable. However, a root cause for how the damage occurred was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.